Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after completing the sheath splitting, the clip would not deploy. The device was removed; however, the locator wings remained open. There was no reported resistance when removing the device. No arterial damage was reported. The method that hemostasis was achieved was not reported. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the catch was not displaced and the pusher block was not deployed. No witness mark on the trigger/deployment button was found to indicate that it had been depressed to deploy the clip. Because the clip-firing mechanism was not activated, the pusher block did not connect with the j-hook, a component at the distal end of the release rod, to collapse the locator wings releasing the plunger. Removing the device while the wings are open would bend the wings. This is indicative of difficult device removal; however, it was not reported that resistance was felt when removing the device. During testing, the device was cleaned and re-assembled for re-deployment with successful results. The locator wings were completely collapsed into the delivery tubeset and the plunger was properly disengaged as the trigger/deployment button was depressed activating the clip-firing mechanism. The sheath was found to be fully slit. Based on the investigation findings, the device performed according to specification, and a root cause of the reported incomplete sheath splitting could not be determined. The root cause for the reported failure to fire the clip and collapse the locator wings is incorrect deployment technique because the clip-firing mechanism was not activated. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.